Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with some cosmetic damage.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump was giving her problems with the up arrow while she was bolusing. Customer's blood glucose was 225 mg/dl. Customer does not recall any significant events that may have lead to the keypad issues. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.